Event description:
Following a laparoscopic anti-reflux procedure, a patient requested the removal of a linx device, no symptomology associated with explant per physician. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure with hiatal hernia repair and device implant on (B)(6) 2017. Uneventful linx device explant due to the patient's request on (B)(6) 2017. Device was found in the correct position/geometry. The patient is doing fine after removal.

Event description:
Following a laparoscopic anti-reflux procedure, a patient requested the removal of a linx device, no symptomology associated with explant per physician. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure with hiatal hernia repair and device implant on (B)(6) 2017. Uneventful linx device explant due to the patient's request on (B)(6) 2017. Device was found in the correct position/geometry. The patient is doing fine after removal.